Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of patient made mistake/touch contamination and peritonitis in a male patient incident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination. Treatment and outcome were not reported. On an unreported date, the patient experienced peritonitis and was hospitalized for that event on (B)(6) 2011. The consumer reported that the cause of the peritonitis was due to patient made a mistake/touch contamination and further explained that it may have happened when the patient dropped his mini cap and then picked it up to use it. Treatment was not reported and the patient was recovering from the peritonitis. It was not reported if dianeal therapy was ongoing. An opinion of causality was not provided product surveillance spoke to the consumer on (B)(4) 2011 who stated the minicap fell off of the transfer set. The caregiver placed a new minicap on the transfer set with no further connection issues. The transfer set came in contact with the patient's skin when the minicap fell off and was subsequently replaced. The patient has had his catheter replaced and is currently in a rehab facility. Sample and lot number unavailable/unknown. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. A batch review was conducted on the potentially associated lot numbers (h10k12043, h11e19022) and there were no exceptions noted during the manufacturing process. A label review was performed and current labeling adequately addresses the use error described in this report. The root cause for the reported condition was undetermined. .

Manufacturer narrative:
(B)(4). A follow-up report will be submitted if additional information becomes available.